Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the clips on the 7th, 8th and 9th firings were unformed. Nothing was noted to be stuck in the jaws. A new device was opened to complete the procedure. There was no adverse consequence to the patient. The actual device was discarded, however, photographs will follow.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.